Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose readings in the 50s during sleep while using the ilet and subsequently discontinued use; the user requested to return the device, treated lows with oral glucose, and the issue was characterized as hypoglycemia with cause unclear. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.